Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
Report 2 of 2. The customer contact reported the device was found delivering at a rate different than the originally programmed rate. At 2250, it was reported that the nurse "prepped" the IV tubing set by programming the pump to deliver pitocin 30units/500ml, at a rate of 100ml/hr for a duration of "less than a minute." The pump was then reprogrammed to deliver at a rate of 1ml/hr. No further programming parameters were provided. The customer contact reported that for the next 10 minutes, the device sounded alarms for inactivity that the nurse continued to silence. At 2300, the delivery was started. At 2308, the nurse was called to the pt's room because the fetal heart rate became "adversely affected." At this time, the nurse noted the pump displayed a rate of 100ml/hr instead of the intended rate of 1ml/hr. The delivery was stopped. The volume infused in 8 minutes was 12.7ml. It was reported that the fetal bradycardia lasted for approx 7 minutes, followed by fetal tachycardia lasting approx 2 hours. At an unspecified time, the baby was delivered. On (B)(6) 2010, the baby was reported as "doing well." Although requested, the customer contact declined to provide add'l info, including if any medical interventions were required and when the device removed from clinical service.